Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Unable to determine the cause of the event.

Event description:
It was reported that the patient underwent a surgical procedure to remove the implants due to infection. Fixation area was from c7 to l1. During the procedure, it was found that the right side set screws at t11 and t12 loosened.